Manufacturer narrative:
The subject device was sterilized and released according to applicable standard operating procedures. Nevertheless, the information provided has been entered into our quality system and will be used for trend purposes. It should be noted that infection is a well-known complication of cardiac pacing/defibrillation systems, which is well described in the literature.

Event description:
Patient included in osiris study code (B)(4) had a pocket infection. Reintervention was done on (B)(6) 2022 to remove the haematoma. Devices not removed.